Event description:
On (B)(6) 2013, programming elicited unusual impedence on leads 2 and 3. Concern for short in lead. Skull x-ray ordered. On (B)(6) 2013, mom called to report small nodule behind left ear near dbs wire. No redness or swelling, but is tender. Had exploration (B)(6) 2013, at connection site for electrode and extension wire. Intraoperatively confirmed short in electrode, there was a blackened area 2 cm superior to connection in right dbs electrode. Ipg also at end of service due to short. Had surgery (B)(6) 2013, to successfully replace the right electrode and right ipg (soletra). At completion of surgery, all impedances were normal.